Event description:
It was reported the patient had numerous surgeries for the stimulator and batteries. It was noted the patient had a test stimulator for about one month and it instantly helped with their pain from reflex sympathetic dystrophy. The reporter stated their body reacted favorably to it immediately. The reporter further stated that after they had the permanent implant done they had numerous issues with the wires pulling out until they had a laminectomy in 1999. It was noted the patient had a revision in (B)(6) 2002 and another revision in (B)(6) 2013. It was further noted the patient had numerous surgeries for the implantable neurostimulators (ins) burning out in 6-8 months. It was noted the patient had a rechargeable ins implanted in (B)(6) 2010. The reporter stated they got hurt ¿(B)(6) 2014¿ and they had been disabled since. The reporter further stated they at one time mostly used crutches, walkers, or an electric wheelchair. It was noted the patient had been disabled since 1995. It was further noted the patient no longer needed the electric wheelchair and they got off the walker and crutches. The reporter stated they had stopped all pain medication. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the previous system had to be replaced because the leads had pulled out and she went from a four contact lead to a 16 contact lead via laminectomy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had to keep having lead revisions because her leads kept pulling out until she had her first laminectomy in 1998 or 1999. It was noted that the patient had no issues with the leads after the first laminectomy until she fell. It was noted that stimulation changed in may 2002. It was noted that stimulation changed and they took an x-ray and the lead had pulled out and they had to do a revision. It was noted that the patient recently fell and stimulation moved to side and they did a whole system change out. It was noted that the patient got a new implantable neurostimulator (ins) on (B)(6) 2014 and went from 4 electrodes to 16. It was noted that they moved the ins from the right side to the left side. It was noted that the patient was meeting with a manufacturing representative on the day after report to have everything turned off for an unrelated procedure. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient came back to the healthcare professional (hcp) on (B)(6) 2013. It was noted that before that the hcp had not seen the patient since 2009. It was noted that the hcp stated that the patient did not have a revision in 2013. It was noted that the patient's entire system was replaced on (B)(6) 2014. It was noted that the lead was replaced with a wider paddle lead. It was noted that the hcp did not know what the patient was referring to when she mentioned the wires being pulled out. It was noted that the hcp believed that the patient's batteries were depleting at a normal rate based on the patient's settings. Additional information was requested but was not available as of the date of this report.